Event description:
The (B)(4) evaluated the event history review of a returned homechoice machine and found an increased intra-peritoneal volume (iipv) event which occurred on (B)(6) 2009 during drain cycle 5. The patient's drain volume was 3954 ml and the programmed fill volume was 2200 ml. This meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2010 regarding the overfill found in the event history review. According to the patient's nurse the patient never reported any symptoms of overfill, however, the patient has since expired. The patient was hospitalized for seizures in (B)(6) and (B)(6) and passed away in (B)(6) due to treatment withdrawal. The patient's chart has been archived, therefore, no further information was available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received and routed to servicing prior to the (B)(4) being notified of the complaint. The event history review and device history review did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain when multiple cycle(s) advanced to fill when slow / no flow condition occurred above the minimum drain volume threshold. (B)(4) is currently open for the reportable malfunction of iipv / over delivery.